Manufacturer narrative:
The actual device was discarded by user facility. Lot code of actual complaint device is unk. Add'l date has been requested from kimberly-clark. This product was recently acquired by conmed from kimberly-clark. They have the production for this device. A supplemental report will be filed.

Event description:
It was reported that "pads worked fine for approx 20 mins, at that point a "connect electrodes" error appeared. No problems w/connections or pads apparent, so decision to switch pads was made and problem was resolved."